Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali filter products that are cleared in the us. The pro code and 510 k number for the denali filter products are identified in d2 and g4. Manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one electronic photo was provided and reviewed. The photo shows that the 2 filters inside the packaging. The angle of the filter showing 12 arms/ legs no other anomalies were noted. One denali filter received. On visual evaluation, the filter was received deployed. The filter was received with all limbs present, and no legs crossed. No other components were received. The filter appeared to be clean. No anomalies were observed to the device. No functional testing was performed as only filter was received. Therefore, the investigation is inconclusive for the reported activation failure including expansion failure as the conditions for use could not be replicated in the laboratory and also the investigation is inconclusive for reported material deformation as the actual sheath was not returned. A definitive root cause for the reported material deformation and activation failure including expansion failures could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a percutaneous inferior vena cava filter implantation using a denali filter. Prior to the procedure, the front end of the inner sheath was defective, preventing delivery and deploy. The procedure was completed using another device. There was no patient contact.